Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device was unable to run for any significant length of time on battery power due to the battery not charging. There was no reported patient involvement.